Manufacturer narrative:
Additional manufacturer narrative: significant past medical history: aortic regurgitation (congenital aortic valve disease), nicm (ef 20%), copd, hypertension, scoliosis, and acute decompensated heart failure. Patient tolerated the procedure well. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The patient medical history has not been made available, edwards is unable to determine if patient¿s underlying valvular disease contributed to this event. Of note, patient has heart failure and is on the transplant waiting list. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that an in-patient had an emergency valve-in-valve intervention due to severe aortic stenosis. The 27mm bioprosthetic aortic valve was treated after an implant duration of eight (8) years, ten (10) months and twenty three (23) days. Patient has heart failure and is on the transplant waiting list. Before the tavr procedure the patient's gradients were >30 and ef of 10%.